Event description:
Information was received indicating that the nurse had difficulty introducing a smiths medical peripheral intravenous catheters (pivc)/jelco safety intuitiv catheter. Once in the vein, the nurse felt a resistance by moving up the catheter. When withdrawing the needle, a swelling of the vein was observed. It was also reported that by withdrawing the cathlon, fracture was observed. Edema was observed on the patient. No further adverse effects were reported.